Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device had been alerting unable to obtain stable patient temperature (pt). Tried unplugging and plugging back in with no resolution. Ts foley to as reading 20.7c but esophageal probe was registering at 36.8c. Nurse opted to swap to running therapy using the esophageal probe. Therapy continued. Advised to call back with any discontinuity.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Initial reporter phone: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device had been alerting unable to obtain stable patient temperature (pt). Tried unplugging and plugging back in with no resolution. Ts foley to as reading 20.7c but esophageal probe was registering at 36.8c. Nurse opted to swap to running therapy using the esophageal probe. Therapy continued. Advised to call back with any discontinuity.